Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer's representative regarding a patient who was receiving ba clofen (unknown type) 2000 mcg/ml at 1300 mg/day via an implantable pump for intractable spasticity. It was reported the manufacturer's representative got a page and spoke to the ER doctor. The hcp said the patient needed a refill and that their pump was alarming. The date of the alarm was unspecified. The hcp was going to reach out to another hcp to see if they could assist with a refill. Another hcp stated they had an appointment for this patient on (B)(6) 2017 in which the patient was a "no show" and had been a "no show" at least 4 times since may. The reservoir alarm was set at 4cc. The manufacturer's representative received a phone call on 06-sep-2017 that the patient was sent to a hospital and according to the hcp there, the patient was refilled without any issues. It was indicated as to why the pump was alarming - the patient was noncompliant. They had missed their refill date. No further information was provided and no further complications were reported/anticipated.